Manufacturer narrative:
This report is submitted on march 9, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020 because there was an extrusion of the receiver/stimulator. It is unknown if the patient has been re-implanted with another device.